Manufacturer narrative:
Evaluation of the returned red62 confirmed the device was stretched on its distal shaft. Based on the reported event, underlying disease likely contributed to resistance experienced during the procedure. If the red62 is forcefully retracted against resistance, damage such as stretching may occur. While attempting to advance the red62 through a demonstration neuron max, resistance was experienced due to the damaged distal shaft, and the red62 could not be advanced through. Further evaluation revealed kinks on the proximal and midshaft of the device. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
(B)(4). The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the transverse sinus using a red 62 reperfusion catheter (red62), non-penumbra sheath, non-penumbra sheath, a diagnostic catheter, a non-penumbra microcatheter and a guidewire. During the procedure, the physician had difficulty advancing the red62 along with the microcatheter and the guidewire through the jugular bulb initially; however, he was able to get the tip of the red62 engaged in the clot. The microcatheter and the guidewire were removed and aspiration was hooked up directly to the red62. After 90 seconds of aspiration and no clot retrieval, the physician decided to disconnect the aspiration and used a 60cc syringe to pull the clot out; however, no clot was aspirated. Therefore, the physician decided to remove the red62 and planned to use a non-penumbra catheter. While retracting the red62, the physician experienced resistance and upon removal noticed that the red62 was stretched approximately 20cm towards the distal end of the catheter. It was reported that the physician felt resistance through the jugular bulb for all the devices and suspected an underlying disease to be the cause of resistance. The procedure was completed using two penumbra system jet 7 reperfusion catheters (jet7). There was no report of an adverse effect to the patient.